Event description:
Passed after 1.5mm and 2.5mm dilatation in calcified lesion, but "imaging error" appeared.

Manufacturer narrative:
The physicians received an imaging error due to a kink in the catheter's insertable length.